Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomalies were found.

Event description:
It was reported that the atrial lead could not be implanted. A new lead was successfully implanted.